Event description:
It was reported that one day post implant the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to noise oversensing when programmed in primary sensing vector. One shock occurred while the patient was brushing their teeth and the other while lying down not being active. It was thought there was potential air entrapment, so the patient was sent for an x-ray. When the field representative tapped and massaged over the device and xiphoid they were unable to reproduce the noise. Noise was also not reproducible with arm movements. Optimization was performed and the s-ICD was reprogrammed to secondary sensing vector and therapy was temporarily programmed off. The plan was to evaluate the x-rays images, send patient home with therapy off and bring back in to turn therapy back on. Chest x-ray images and device data was sent in for technical services (ts) review. Upon review, ts noted the electrode appeared fully inserted into the header of the device and there were dark shades around the can, which could indicate air entrapment. Review of the stored episodes found loss of cardiac signal and baseline shifts resulting in the inappropriate therapy. The high voltage shock impedance was noted to be in range, which provided further evidence of air around the can and not around the coil or xiphoid area. Ts discussed that the air should self-dissolve within 24 to 48 hours and at that time further troubleshooting in attempt to reproduce the noise should be made. The patient was brought back in for further testing and no noise was able to be reproduced. However, there was one stored episode noted as atrial fibrillation (af) which indicated an occasional undersense beat. Ts review was again requested. Upon review ts discussed that on both recorded af events, there are frequent pvc complexes every fifth beat which indicates the af events are false positive. Ts noted no undersensing and indicated there is normal function with no need to perform any change in programming. Ts discussed the option of using medicine to control the patient's pvcs. The patient was seen in the clinic and the s-ICD therapy was programmed back on. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.